Event description:
After a successful pulmonary vein isolation (pvi) procedure to treat atrial fibrillation on (B)(6) 2023, the patient woke up without full movement in the left arm/hand. A minor stroke was diagnosed. The patient was discharged the day following the procedure. Follow-up information was received on august 29, 2023 where the patient was reported as doing very well, although with residual effects from the adverse event. Full recovery is expected after physical therapy. No device deficiency was reported with any ablation system devices. The treating physician was unable to determine if there was a relationship between the adverse event and the ablation system devices. Because the cause of the stroke cannot be conclusively determined, this event is being reported.

Manufacturer narrative:
No device deficiency reported and relationship between device, procedure, and adverse event cannot be determined. Stroke is a known possible event disclosed in product labeling. Tubing unrelated to the ablation system broke prior to the transseptal puncture, allowing blood to leak and requiring replacement. The act prior to transseptal puncture was abnormally low but was brought up to therapeutic level. Finally, a small amount of char was observed on the carina of the right inferior pulmonary vein due to ablation of an area of thinner tissue in the right superior pulmonary vein. It is unknown if any of these issues had any relationship to the adverse event.